Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient experienced fracture in the mid shaft of the tibia and was implanted with lcp plate and 8 unknown locking screws on (B)(6) 2013. Approximately three months after implantation the plate was bent, x-rays were on an unknown date. Patient was returned to the o.r. On (B)(6) 2013 with the patient being revised to an im nail. This report is on (8) unknown locking screws. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on (8) unknown locking screws. The 510k number cannot be provided without a part number provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.